Manufacturer narrative:
To date, the revision procedure has not taken place. Once the procedure is completed the device will be returned to boston scientific for analysis. Upon receipt the device will undergo detailed analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Approximately a week and a half later, a revision procedure was performed due to suspected premature battery depletion (pbd). The decision was made to abandoned the device at the facility and a device was implanted.no adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) exhibited a decreased battery voltage from 2.89 v to 2.64 v. The device was reprogrammed and a data disk was sent into boston scientific technical services (ts) for review as premature battery depletion (pbd) was suspected. A revision procedure maybe scheduled in the near future.

Manufacturer narrative:
The abandoned device was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.